Manufacturer narrative:
The pump user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occured. The customer's blood glucose level ranged from 120-378 mg/dl. During a systems check with tandem technical support (cts) it was discovered cold insulin was used with the cartridge. Cts educated customer on cartridge/insulin labeling.